Event description:
On (B)(6) 2012, customer reported that the modular chemistry (mc) sample probe on the lx20 pro instrument leaked about 1.5 liters of fluid. Customer stated that the instrument had about 10 patient samples that were suppressed for blood urea nitrogen modular (bunm) and erroneously low for creatinine (crea). Customer stated that the doctor questioned the results and samples were rerun and the reports corrected. Customer stated that the laboratory has not been notified of any patient treatment being changed based on the false results. Multiple attempts were made for the patient data results for this event, but customer supplied the results for only 1 patient. Field service engineer (fse) inspected the instrument and removed and replaced the modular chemistry vacuum valve. Fse noted that the valve was rusted and deteriorated. Service activity performed was verified to meet the specified requirements per established procedures. This resolved the issue and no further problems were reported.